Event description:
Probe laser std handle cyclophotocoagulation mp3 probe ref 15522 1ea lot 801232 exp - 2027-07-01 reported product did not fire when item was plugged into the iridex machine; opthal. Laser.